Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "lack of product effect". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), infection ("infection") and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (to remove the essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, pregnancy with contraceptive device, infection and pelvic pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered infection, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.